Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving two medications via an implanted pump. Per the patient, the pump was delivering morphine and another unknown drug that started with the letter ¿c¿ for blood pressure. The indication for pump use was spinal pain. The patient reported that they were allowed 10-11 boluses per day and about a week ago, it started taking forever to deliver a bolus. The patient mentioned during the call that ¿their bolus roles over at midnight but it did not do that anymore for they were now stuck at 5 boluses a day ¿ the patient did not use all 5 the day before for they only used 1 or 2 because last night their handset died and would no longer turn on or take a charge ¿ the patient stated they have had the handset battery run down before and got a lightning bolt but now it would not turn on¿. During the call, the agent had the patient plug the power cord into the handset and hold the power button, but it did not turn on. The patient was then transferred to hcit (healthcare information technology) for assistance with the handset. The patient was transferred back from hcit after which the patient stated that they were trying to connect to their pump to get a bolus, but it was taking a long time to connect, and this had been happening for a while. The patient stated that they were allowed 11 boluses a day, but they didn¿t think they had ever gotten there. The agent assisted the patient with clearing the data from the myptm app which resolved the issue.